Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received the insulin flow blocked alarm. The customer¿s blood glucose was 10.9 mmol/l. The customer stated that they had tried all the remedies. The customer reported that the troubleshooting was performed. The customer was advised the insulin pump will need to be replaced and advise to revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin flow blocked alarm or occlusion alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarm noted during testing. (B)(4).